Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that during a procedure the patient had an arrhythmia and it was not detected on the flex unit with an alarm. The patient reportedly survived this incident.

Manufacturer narrative:
H10:the device did not behave as expected by the customer. However, there was no fault found during testing. The investigation found that alarms were functioning per their configuration and that the alarm limits were set to default and not adjusted per the patient need. Remote technical support along with onsite field service provided hospital staff with additional alarm training to resolve the issue. In addition, the clinical manager is requesting a separate, tone specific alarm for any lethal arrythmia. This includes vetrical tacycardia and bradicardia, and agonal rhythms. Therefore, a customer enhancement / software change request has been entered into the customer feedback management system for the business units consideration. A search in salesforce found no further related calls. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.